Manufacturer narrative:
Investigation codes: updated investigation summary: one sample was returned in used condition. The returned sample was visually inspected at 12¿ to 16¿ and normal conditions of illumination. The separation of the subassembly from the inflation line to the tube was detected due to a lack of solvent. The failure mode was confirmed. However, the root cause was not determined. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pilot-balloon came loose during intubation and the air escaped the tube. A tube change was needed. The event occurred while in use with the patient, and there was no harm reported.